Manufacturer narrative:
Literature citation: bak-ur jamjoom, sanjay patel, raj bommireddy, zdenek klezl. ¿does the quantity of cement leak into the disc following balloon kyphoplasty influence the progression of degenerative disc disease and the occurrence of adjacent vertebral fractures?¿ mean age of patients: unknown;sex of patients: unknown. (B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported in a literature titled that images taken during balloon kyphoplasty between 1/10/2006 to 31/05/2014 were reviewed. Out of 316 procedures, 32 affected discs in 26 patients were identified. The quantity of cement leak was graded as I: minimal/cloud, ii: 20%, iii: 20-40% and IV: >40% of the disc space. The degenerative changes in the affected discs were assessed at presentation and follow up using the mimura radiographic and puertas MRI grading systems. Low grade (I) to the mid/high grade (ii-IV) leaks were compared using a chi squared test. Both imaging modalities for adjacent vertebral fractures were also revived. The mid/high grade leaks (ii-IV) were associated with significantly more radiographic score changes than the low (I). This was not the case for the MRI score changes, with equal numbers in each group. Two adjacent vertebral fractures were also detected in each group.